Manufacturer narrative:
The cause of the malfunction is a defective electronic component of the battery charger.

Event description:
The myo energy integral battery was connected to the charger by the cpo prior to the fitting of an external upper limb prosthesis. After about two (2) hours of charging the battery inflamed. The fire was discovered immediately by an employee around and could be extinguished. No consequences or impact to patient or other persons.